Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s. Return of the rx promus stent delivery system (sds) may have aided in the investigation and determination of cause. Stent dislodgement can be influenced by many factors, including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. The patient anatomy was moderately calcified which may have contributed to the reported dislodgement. An interaction with the lesion/anatomy during advancement in the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified lesion would have then led to the stent dislodgement. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A conclusive cause could not be determined. A search of the lot history record indicated no nonconforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the moderately calcified mid ramus artery, the 2.5 x 12 mm promus stent system was advanced into the patient anatomy and the stent dislodged from the delivery system. The stent remained on the guide wire. The stent delivery system and the guide wire were removed as a single unit, thus removing the stent from the patient anatomy. There was no difficulty advancing or withdrawing the stent delivery system. The procedure was completed with an unspecified device. There was no adverse patient effect and no clinically significant delay. Though requested, no additional information was provided.